Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring 127 ohms. Technical services recommended to consider seeing the patient in the clinic to reset the alert condition and to test to make sure impedances went down. Also, suggested to increase the upper rate limit to 150 ohms. There were no observations of noise. At this time, the rv lead remains in service. No adverse patient effects were reported.